Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.75mm x 15mm emerge balloon catheter was advanced for dilatation. During the procedure, the physician found that the lesion was very hard, so the opticross hd ivus catheter was disconnected, and the emerge balloon ruptured in less than a few seconds during the first dilation. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the inflation lasted less than a few seconds, and the balloon ruptured while being raised to 10 atm. The device was then able to be completely removed from the patient using the normal method without any problems.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.75mm x 15mm emerge balloon catheter was advanced for dilatation. During the procedure, the physician found that the lesion was very hard, so the opticross hd ivus catheter was disconnected, and the emerge balloon ruptured in less than a few seconds during the first dilation. The procedure was completed with another of the same device. No patient complications were reported.